Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
A batch record review has been completed and no discrepancies were found. Pm logs were checked and all pm's were completed with no discrepancies. Affected amount: 1pc aquacel ag drs 20x30cm was manufactured under sap code (B)(4) and manufacturing lot number 0a03126. Lot # 0a03126 was sterilized under lot 2173-7645a and released on review of results of sterilization provided by sterilization company steris. All of the results were within specification and products were released. The production proces, in-process testing and packaging of products was run in accordance with pi12-027 version. Visual inspection in accordance with tm-002 was completed at the beginning of the order and every 15 minutes until the order was completed. No nonconformity was registered during the manufacturing process of lot 0a03126. This is the only complaint for the affected lot registered within tw8.7. (B)(4) photographs have been received for this issue and have been evaluated in accordance with wi-0359. The photos confirm the complaint issue, expected product and expected lot number. Event 1420339 has been raised with an investigation. Investigation 1420568 associated with event 1420339 has been completed and root cause found. The root cause was found to be that the dressing was caught on the light box of the vision system and knocking the dressing back into the weld area. The vision system has since been upgraded and lighting system redesigned and there is now no catch point for the dressings to be knocked back into the weld. This issue will be monitored through the post market product monitoring review process sop-000741. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092, manufacturing site: 1000317571.

Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported the product had an open seal. The product was not used. Photographs depicting the reported complaint issue were provided by the complainant.